Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was received for evaluation. The sample consisted of one incomplete 14.5 fr palindrome catheter. The device was cut approximately 2 cm below the hub and presented signs of use. A visual inspection was conducted and there were no issues found. A functional test (underwater test) was performed and there were no issues found. Per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter or components if they appear damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. The reported issue could not be confirmed. The most probable root cause can be due to excessive force or the catheter came into contact with a sharp object. A corrective action is not required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing and a final inspection which would identify issues in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on 01/26/2015 that a customer had an issue with a dialysis catheter. The customer stated the patient had history of esrd and presented to the hospital on (B)(6) 2014 for outpatient surgery for her malfunctioning right femoral catheter. The patient had an exchange of a right femoral catheter through existing catheter access via intraoperative fluoroscopy for the catheter placement. The procedure described the catheter as flushing and the patient tolerated the procedure well. There was no patient history information regarding when or where the malfunctioning catheter was implanted for the patient. There is no surgical history indicating that the catheter was implanted at this hospital. The catheter is a palindrome h heparin coated catheter 14.5 fr, 1.6cc for both a and v ports. No additional product information could be found on the explanted device.

Manufacturer narrative:
Submit date: 01/30/2015. An investigation is currently underway. Upon completion, the results will be forwarded.